Event description:
A patient reported experiencing erratic results with a one touch profile meter. The patient's blood glucose results were 106mg/dl, 138mg/dl then 110 mg/dl, 140mg/dl. Tests were done within 10 minutes with a difference of 21% overall. Patient did not experience any adverse events. No further information has been reported.